Event description:
The consumers daughter stated she was pushing mom in the chair to the doctors office. The daughter stated the office is about a mile away. The daughter stated they were on the sidewalk and the right hand front tire broke where bolt goes into the tire cracking the spokes on the caster. The daughter stated they made it to the appointment, the neighbor came and picked them up. The daughter stated the mother did not get hurt. The doctor visit was a previously scheduled appointment.